Event description:
According to the reporter, "it was reported that during the surgery, the tip of inserter was fractured during use. But, the surgeon didn't notice that the fracturing occurred on the tip of inserter during the surgery. After the surgery, it was found that the piece of inserter was remaining in the patient's bone by x-ray, and it was confirmed that the inserter of this complaint product had been fractured. So, the surgeon removed the fractured piece of inserter from the patient's bone."

Manufacturer narrative:
Product has been returned evaluation, but evaluation is not complete. A review of the device history record was performed and all product met requirements prior to release. A cause for the event has not been established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Manufacturer narrative:
Product was returned and was sent to a third party lab for further analysis. The test report indicated no manufacturing defects on the sample. A review of the device history record was performed and all product met requirements prior to release. A cause for the event could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.